Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified injury and or death on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
The initial medwatch report provided the incorrect date of event/date of death; the date provided should have matched the date reported in date of death and date of event of the initial medwatch report. This is one of two device reports for this event; the associated MFR report numbers are: 1225714-2014-13877 and 1225714-2014-13878.